Event description:
Customer reported an over infusion of rituximab (chemo). A secondary infusion of rituximab 322ml was to infuse at 50ml/hour over 4+ hours. The nurse reported the entire 322ml infused in 30 minutes. The nurse educator confirmed the device was programmed to infuse at 50ml hour. Hosp pharmacist stated 2 hours is the shortest recommended infusion time for rituximab. As a result of the over infusion, the pt was admitted to the hosp overnight for observation and medical intervention. Pt received 125ml of saline immediately following the over infusion. The pt experienced bradycardia and atrial fibrillation post over infusion. The pt's bradycardia and atrial fibrillation resolved without treatment and the pt was discharged the next day.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections and b. The customer's reported over infusion of rituximab was not confirmed. A review of the associated pc unit event log found rituximab infusion initially programmed at 161ml/hour then changed to 50ml/hour and should have infused a total of 39.9mls over the course of the infusion. Prior to this infusion, the pump successfully completed five other infusions with no issues reported. Functional testing on the pump module using the incident primary set indicated the system (pump module and administration set) delivered fluid within specifications. The pump module was visually inspected. The exterior and interior were in excellent condition with no contamination, damage or issues identified. The administration set was tested for leaks and back flow past the check valve. No issues were identified. The root cause of the reported over infusion was not determined. The pump module and administration set were found to be working as designed.